Event description:
It was reported that the coil of an asahi chikai x010 guide wire had fractured during a procedure to embolize the middle meningeal artery. With support of a non-asahi microcatheter, the guide wire was advanced with the tip knuckled when resistance was met and the physician felt something not normal. The physician attempted to remove the guide wire and no more resistance was felt. The physician further removed the guide wire together with the microcatheter. The coil of the guide wire was found fractured. As the coil remained in the microcatheter, the entire guide wire was retrieved with removal of the microcatheter. A new guide wire was replaced to resume the procedure. The procedure was successfully completed. There were no adverse patient effects associated with this event. The patient without problem was planned to be discharged.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The chikai x010 guide wire with its separated tip was returned for evaluation. The tip of the returned guide wire was looped. The coil and the polymer jacket on the coil were distally elongated from the proximal solder that was originally located at 160mm from the tip to fix the coil onto the core. At approximately 110mm distal to the proximal solder, the exposed core was found fractured. At approximately 106mm distal to the proximal solder, the elongated coil was fractured. At approximately 75mm distal to the proximal solder, the polymer jacket was torn off. Observation by scanning electron microscope (sem) revealed that the fracture end of the core was flat and a concentric circular pattern was observed on the fracture surface, indicating accumulated torsion had caused core fracture. The fracture end of the coil was necked, indicating tensile stress had caused coil fracture. The separated tip was approximately 500mm long. The elongated coil was fractured at approximately 520mm distal to the mid solder that was set at 25mm from the tip. Several fragments of the torn polymer jacket were found on the elongated coil. After removing the polymer jacket, the fracture end of the core was found located at approximately 50mm from the tip. Sem observation revealed that fracture end of the core was flat and had a concentric circular pattern on the fracture surface. The fracture end of the coil was necked. These findings were corresponding to the findings observed on the proximal side of wire fracture. As per the above finings, it was measured that the core and coil were fractured at approximately 50mm and 75mm proximal to the tip, respectively. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to fracture of the guide wire. As the wire tip was nickeled and due to anatomy, the applied stress would accumulated on the bent spot and therefore exceed the product design limit to fracture the core. Further applied tensile stress generated with removal then caused the coil to elongate, torn the polymer jacket and eventually separate the tip from the rest. It was concluded that this event was not attributed to product quality. Observation found fragmentation of the polymer jacket. It was unable to completely rule out a potentiality that some fragments might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. It may be damaged including separation or the like, which may injure the blood vessel or leave fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (up to 720°) in the same direction. [Malfunction and adverse effect] damage such as separation.